Event description:
The pt's physician administered insulin injections to treat elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated the pump was operating with in required specifications and delivery accuracy.